Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. No back light anomalies or missing segments or partial display anomalies noted during testing. Device received with moisture damage on electronic board stack, corroded force sensor and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was exposed to a humid surroundings the screen becomes very hard to read. The customer¿s blood glucose was 183 mg/dl at the time of incident. Customer reported that the back light did not work. Customer reported that they tried to adjust the setting but nothing happened. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.